Manufacturer narrative:
Therapy date: (B)(6) 2020. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh (B)(6) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer received legal documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(6). The following reports are associated with this event: 0009613350-2022-00136.

Event description:
It was reported that there was a revision due to dislocation. Further episodes of dislocation resulted in revision of the unknown insert and unknown ceramic head with placement of constrained insert with retentive ring. No delay during the surgery and used surgical technique.

Manufacturer narrative:
This follow-up report is being submitted to relay information. Investigation results are now available. Device was not returned for evaluation. Event happened in italy. Investigation and conclusion: 1. Event description: it was reported that the patient underwent a right total hip replacement with unknown products in 2004. On (B)(6) 2013, the patient underwent a revision surgery due to fracture of the ceramic liner and the ceramic head. On (B)(6) 2019, the patient underwent a second revision procedure due to periprosthetic lysis and metallosis. The cup was replaced by a zimmer tmt revision cup and an unknown polyethylene insert was cemented. On (B)(6) 2020, the patient underwent two revision surgeries due to recurrent dislocations. Harm: s3 - dislocation. Hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Legal report by (B)(6). The following medical procedures are mentioned in the legal report. Please note, the report was translated from italian to english and summarized. Right hip procedures: 2004 - htep implantation. On (B)(6) 2013 - revision due to fracture of the ceramic head and ceramic liner. On (B)(6) 2019 - revision due to periprosthetic lysis and metallosis; and implantation of a cemented polyethylene liner and a ceramic head. On (B)(6) 2019 - hospital stay due to dislocation (fall of the patient from a squat position). On (B)(6) 2020 - second dislocation. On (B)(6) 2020 - CT examination shows a fracture of the lower third of the ilium (potentially due to the previous fall). On (B)(6) 2020 - hospital stay due to third dislocation. On (B)(6) 2020 - revision procedure due to recurrent dislocations. On (B)(6) 2020 - hospital stay due to dislocation (potentially due to joint laxity). On (B)(6) 2020 - anterior dislocation. On (B)(6) 2020 - revision procedure due to recurrent dislocations. Medical data: medical data, such as surgical reports, radiographs and laboratory reports, have not been received. 3. Product evaluation: no product was returned; therefore, visual evaluation could not be performed. 4. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be performed due to missing product identification. 5. Conclusion: it was reported that the patient underwent a right total hip replacement with unknown products in 2004. On (B)(6) 2013, the patient underwent a revision surgery due to fracture of the ceramic liner and the ceramic head. On (B)(6) 2019, the patient underwent a second revision procedure due to periprosthetic lysis and metallosis. The cup was replaced by a zimmer tmt revision cup and an unknown polyethylene insert was cemented. On (B)(6) 2020, the patient underwent two revision surgeries due to recurrent dislocations. The investigation did identify a nonconformance or a complaint out of box (coob). The legal report received mentions several dislocations. However, since no medical records such as surgical reports, x-rays and laboratory reports are available and the identity of the products is unknown, it was not possible to perform a detailed analysis. Therefore, the reported event cannot be confirmed and a definite cause could not be determined. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00136-1, 0009613350-2022-00137-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer's reference: (B)(4).

Event description:
Investigation results are now available. Attempts have been made and no further information has been provided.